Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12 vdc power supply was evaluated, connections reseated, and calibrated to the optimal operating voltage. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.